Event description:
Same case as MFR report# 3005099803-2009-01156 and #3005099803-2009-01157. It was reported during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure, deployment difficulties and stent damage occurred. The target lesion was in the bile duct. A rapid exchange stent/7 x 10cm had been advanced into the common bile duct. The stent was unlocked and the outer catheter appeared to be stuck to the pull wire. When they unlocked and attempted to pull the pull wire, the stent would "accordion up on itself" with the pull wire. The same malfunction occurred on 2 additional attempts with 2 additional devices. The procedure was completed without placing a stent. The pt is reportedly "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.